Event description:
It was reported that the patient presented to the hospital for a left ventricular assist device (lvad) implant procedure on 16 mar 2022. While attempting to implant lvad, it was noted that the right ventricular (rv) lead was damaged during the procedure which resulted in loss of capture. The anomalous lead was removed by laser extraction and replaced without further incident in the same procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure capture was not confirmed. As received, a partial lead was returned in one piece. Visual inspection of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures. Electrical testing found an internal short due to procedural damage to the insulation.

Event description:
It was reported that the patient presented to the hospital for a left ventricular assist device (lvad) implant procedure on (B)(6) 2022. While attempting to implant lvad, it was noted that the right ventricular (rv) lead was damaged during the procedure which resulted in loss of capture. The lead was shut off and left ventricular (lv) lead was set to pace. The rv lead was explanted by laser extraction and replaced without further incident on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
Correction: b1- added adverse event since this was a serious injury, b2 - selected required intervention to prevent permanent impairment/damage (devices) as there was an additional procedure , b5 - corrected the sequences of events, h1 - updated to serious injury, h6 - codes updated to additional surgery.